Event description:
Consumer states that she was using the heating on her back in a chair, and received burns to her buttocks, which led to a subsequent staph infection.

Manufacturer narrative:
By the location of the burns on the consumer's buttocks, this pad was leaned on and/or sat on, while being used in a chair. This has caused the bunching/crushing seen, and is abuse of the product and a violation of the instructions, and warnings provided. This incident is a direct result of misuse/abuse of the product. See scanned pages.